Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) connected with customer remotely and found smoke was emanating from the reference monitor during the system's startup process. Upon troubleshooting, rse found the cause due to electronic component issue. The monitor was sent out via nemo (no engineer material only) to address the issue and sent the part for further analysis, and it found the faulty mainboard rendered the monitor non-functional and damaged the lcd panel, affecting display quality. After replacement of the monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system reference monitor was emitting smoke. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.